Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on a female patient. According to the complainant, during the procedure, the stent stopped deploying approximately 2cm out of the outer catheter. The stent could not be reconstrained. No excessive force was used to cross the lesion. The device was removed without incident, and the procedure was completed with another wallflex biliary rx uncovered stent. There was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(Failure to resheath, partial deployment). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.